Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (b)(4.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor silicone prosthesis experienced bilateral silent rupture postoperative. The mammogram examination confirmed the issue. As a result, patient underwent bilateral replacements as follow: left (B)(6) ref 3505004 bc right (B)(6) ref 3505004 on (B)(6) 2024. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The dates listed in follow-up (3) are incorrect. The "date of awareness" should be january 9, 2025, and the "submission due date" should be february 8, 2025. As such, the report is not late based on these corrected dates.

Manufacturer narrative:
Additional information received on december 31, 2024, indicated that the suspect device catalog number is 3543000. Correction: the section b5 in initial report mistakenly reported incorrect date of explantation. The correct date is (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 09, 2025: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the becker siltex 25% 300cc breast implant was found to be ruptured. The rupture was found on the posterior view, between the union of the shell and the patch. Microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).